Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a motor error alarm. Troubleshooting was performed. The alarm was explained and cleared. The customer's blood glucose during the incident was 142 mg/dl. However, a displacement test was performed and a motion sensor test failure alarm occurred. The customer was unable to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure due to motor error alarm noted. Product not meets specification noted.